Event description:
Laparoscopic hepatectomy - "(B)(4)." Below is the explanation of the phenomenon by the user: "when the user tried to withdraw aesculap's clamp forceps from the ctr73, the user felt resistance. Then the user heard a noise supposedly came out from the subject device and withdrew the clamp forceps. After that, the pneumoperitoneum gas leaked from the device. Doubting the device might have a defect, the user changed it to a spare, checking the subject device, the user found the septum had two lost parts, a larger one and a smaller one. The piece which fits into the larger lost part was found on the floor. However, the other piece, the smaller lost part, was not found. The user couldn't find it in the body either. The operation was completed after thoroughly cleaning the abdominal cavity. (B)(4) checked the device and confirmed the followings: the duckbill was cut to pieces. The septum in the duckbill had two los parts, a larger and a smaller one. The larger piece, which was sent to us, was 6.5 mm long by 4.0 mm wide. The smaller piece was not sent to us." Pt status: the pt was not injured.

Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain add'l info, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.